Event description:
It was reported that during power infusions, of contrast media, an unknown number of one-link connectors were observed to be leaking. The facility reported that during the event, two one-link valves were connected to a non-baxter device, which had two y-sites. The uncapped one-link valve, which was not being used, leaked during the infusion. The one-link valve was then capped, which resolved the problem. The facility reported that this event occurred more than once. It was reported that in some of the cases the patient or clinician was exposed to the leaking contrast media. There was patient involvement, however, there was no report of patient/clinician injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The exact date of the event is unknown. Evaluation summary: the sample was not received for evaluation. Therefore the customer reported problem could not be confirmed and the root cause could not be identified. Additional information: a batch review cannot be performed since there was no lot number provided.